Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator had horizontal and vertical lines and letters unreadable. No patient harm was reported. The service engineer (se) inspected the device and replaced the gui cpu (graphical user interface) board to correct the issue. Required tests and calibrations for this repair were completed in accordance with current service manual.